Manufacturer narrative:
No RMA has been initiated for this issue. Model tdx5-ts, serial number/date code (B)(4) is approximately 8 years old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer stated that while consumer is tilting up or down, the tilt allegedly sticks at the 25 degree angle point, intermittently. No injury alleged.